Event description:
Resident is (B)(6) male, first admitted here (B)(6) 2006. Resident has a history of acute cva with dense l hemi paresis, morbid obesity, and depression. He is alert and oriented times three, and makes all needs known without difficulty. He is transferred per hoyer lift and is able to ambulate short distances with max. Assist. At approx 9:15 am this day, two cna's were transferring him from bed to his wheel-chair using a hoyer lift. One cna will run the controls and the other cna will guide the resident into the chair. The cna stated that while they were lowering him into the wheel chair, the hoyer tipped, causing the wheel chair to also tip. The cna's were able to keep him and the chair from falling on over, however, the arm of the hoyer lift did hit him on the top of his head and caused a 3 cm laceration to the left side of his head. He was sent out to the ER for an eval and returned at 11:45 am, with 5 staples to his scalp. He did not lose consciousness when this occurred and has been alert and oriented since. The cna's were following correct procedure for the hoyer and are skill tested quarterly on hoyer transfers. The hoyer lift has 475 lb capacity. Resident weighs (B)(6) and is (B)(6) tall. Facility is renting a bariatric hoyer lift today. Inservice will occur (this is facility report).

Manufacturer narrative:
The only rational reason for the lift to tip was that the lift's center of gravity was changed by the caregiver by either pushing on the boom of the lift, pushing on the resident while in the lift, or accidentally hooking the resident or sling on an obstruction while lowering the resident. This problem could have been further complicated if the staff locked the lift wheels during the transfer. This facility had an incident earlier this year. Our sales representative visited the facility to observe lifting techniques and to properly train staff. During this visit, he noticed that staff were pushing on the boom and/or boom during the transfer and also locking the lift wheels. When the staff locks the lift wheels, the lift could become unstable if the transfer path became obstructed by a chair, bed dresser, etc. Our sales rep has visited the facility again and we have written a letter describing how these improper techniques can cause a lift to become unstable and tip. This information is also in our operation's manual.